Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittency and a subsequent loss of connection to the internal device. It is unknown whether there are plans to explant and reimplant the patient as of the date of this report, (B)(6), 2011. The implanted device remains.